Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. When the subject device was connected to a test video processor, no image was displayed, which had been caused by a faulty cable unit. There was no visible damage to the cable unit. In addition, error message e311 was displayed on the monitor during testing as the white balance was unable to be adjusted properly due to the malfunction of the image functionality. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported the image on the camera head disappeared prior to an unknown procedure. There were no reports of patient harm associated with this event.

Event description:
Additional information was obtained from the customer. The customer clarified that the issue was no more screen image, it was black. The event did not occur during a procedure. Nothing fell into the patient and there were no complications for a patient.

Manufacturer narrative:
Updated fields: b3 and b5. This report is being supplemented to provide information obtained from the customer. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Corrected data: g2 (added other ¿ france). This report is being supplemented to provide additional information based on the legal manufacturer's investigation, the device history record (DHR) review and applicable corrections. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Although, it was determined that the event was caused by a faulty cable unit, the investigation was unable to determine the cause of the cable unit failure. Olympus will continue to monitor the field performance of this device.